Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when inflated to its normal rated burst pressure. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosed portal vein which had mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 1:1 contrast to saline ration and was able to maintain negative pressure during preparation. The device was able to be removed easily from the patient and remained in one piece during its removal. A non-sterile unit of ¿powerflexpro 8mm8cm 135¿ was received for analysis. A thorough inspection was performed on the unit and it did not present with any damages or anomalies. The ballon was received not inflated. No other outstanding details were noticed. Functional testing was performed by attaching and inflator/deflator device to the inflation port. Balloon inflation test was completed by applying positive pressure using an inflator/deflator device with the purpose of reaching the rated burst pressure. The balloon was inflated as expected and the pressure remained steady. No anomalies were observed during the inflation test. A product history record (phr) review of lot 82287839 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon~burst-at/below rbp¿ was not confirmed. The balloon was inflated as expected and no anomalies were observed during the functional test. The exact cause of the reported event could not be determined during the analysis. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ based on the available information and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82287839 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an 8mm x 8cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when inflated to its normal rated burst pressure. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosed portal vein which had mild tortuosity. The device was stored and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components. The device was prepped with a 1:1 contrast to saline ration and was able to maintain negative pressure during preparation. The device was able to be removed easily from the patient and remained in one piece during its removal. The device will be returned for evaluation.